Manufacturer narrative:
Hamilton medical ags conclusion: root cause: defective front panel. Correction: replace defective component.

Event description:
The following was reported to hamilton medical ag: summary: unit can't be switched on due to defective front panel board.